Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat and delamination diaphragm valve . Leak test was performed and found opening on radius . A microscopic analysis was performed which identify opening striated in the radius and missing . Based on the device analysis the final assessment is: - a striated edge opening on radius side assessed as surgical damage. -missing piece of the shell assessed inconclusive. - delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.